Event description:
The pt had a recent stroke and new, intense pain. The pt stated that she may have her pump removed since it has not helped her much. The physician told the pt that her pump battery was still good. The pt stated that "in the past she had a catheter crack" which was now resolved. The pt lost weight which resulted in the possible need for surgery to move the pump pocket. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)